Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was noted that the basal history did not match the active basal program. There was no allegation of an adverse event with this complaint. This complaint is being reported because the alleged issue could have an impact on insulin delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 13-jul-2018 with the following findings: a review of the pump black box showed that the basal history for (B)(4) 2018 correctly matched the user¿s programmed basal rate. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint of a history settings issue was not duplicated during testing. There was no defect found.